Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis (fa). The prograsp forceps instrument was analyzed and found with a bent grip tang causing the grip not to open. The grips did not show cracking damage. The components adjacent to the bent grip tang did not show damage. The complaint was confirmed. While a definitive root cause cannot be established, some common causes of this failure mode may be attributed to (1) driving of the grip tips with full insertion axis force against a rigid object (which may cause the entire grip set to twist and the tang to be forced into the force amp pulley bending it) and/or (2) forcing the instrument removal through the cannula (which may cause the grip tang to get caught by the circumference of the cannula, causing the grip tang to become bent).

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8 mm prograsp forceps instrument did not open. No known impact or patient consequence was reported.